Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder was chosen for implant using a 8f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the device had a high profile and bulging on both sides. The physician tried every techniques to reduce the profile but it didn't work. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30mm amplatzer pfo occluder was chosen, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.